Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately one year and nine months post implantation due to subluxation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a 4th revision procedure of the left hip approximately one year and nine months post implantation due to subluxation and instability. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a4, b3, b4, b5, b7, d6, d7, e1, g4, g7, h2, h6, h10.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: catalog#: 650-1068 cer option type 1 tpr sleve +6 lot#: 3196783. Catalog#: 650-1056 cer bioloxd option hd 32mm lot#: ni. Catalog#: 00700006620 trabecular metalâ¿¢ acetabular revision shell lot#: 62719340. The event was confirmed with medical records received. Review of medical records identified: -radiology reports state that the cup has a sharp inclination and almost placed vertically, patient reports feelings of luxation and instability though not observed. -left hip revision due to recidivating subluxation, shell well-fixed, liner and head replaced, it appears that the new smaller 54mm shell was cemented into the larger 66mm pre-existing shell. Postop x-rays show head appeared to be well centered in the cup. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.